Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope had leakage from the tip. Inspection and testing of the returned device found the coating on the image guide serpentine was peeling off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found watertightness was not maintained due to holes in the curved rubber, continuity failure, the bending angle was insufficient, the flexible tube of the insertion section was crushed, and the coating of the image guide coil was peeling off. Scratches were found on the insertion tube, the operation part, the rotating mechanism, the switch box, the grip, the angle lever, the up/down plate, the universal cord, the scope connector, and the scope connector cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.